Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that part of the connecting tube has fallen off (peeling), and the control unit, the grip, the up/down angulation lever (ud) plate and the universal cord are sticky. Based on the results of the investigation, the most probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that part of the connecting tube is fallen off (peeling), the control unit, the grip, the up/down angulation lever (ud) plate and the universal cord is sticky. There were no reports of patient involvement.